Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient reported blood glucose results of '86 mg/dl' with a lifescan meter and '104 mg/dl' on a laboratory device, performed within 10 minutes of each other. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k073231.